Event description:
It was reported that the programmer freezes up. Additional information was obtained which indicated that after initial interrogation, the programmer would lock up and happened multiple times. The programmer will be returned. No patient was involved.